Manufacturer narrative:
The carefusion failure analysis technician evaluated the gde and configured the assembly for fio2 testing with the fio2 set to 60%. The reported issue was verified as the monitored fio2 value read ¿***¿ meaning the reading is over 103%. This was verified using an external fio2 analyzer. The issue was isolated to the blender assembly and the hub assembly was found to be very loose. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the gas delivery engine.

Event description:
The customer reported that during pre-use testing the monitored fio2 remains at 21% and unit displays "low fio2" alarm message when the fio2 is adjusted higher than 21%. No patient involvement.